Manufacturer narrative:
The device was evaluated by olympus. The evaluation found and image was not produced by the device when tested with olympus, model series 180 scopes; the cause was assigned to a printed circuit board failure. Additional evaluation findings are as follows: 1.) Front panel poor appearance; 2.) Software version 3.01 installed; 3.) Video connector socket lock failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report that the paddle connector was "defective." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was found that no image was produced when tested with olympus, model series 180 scopes. This report is submitted due to the finding that no image was produced when using olympus, model series 180 scopes with the device, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board/patient board could not be identified. However, it¿s likely the cause is related to a defect of the operational amplifier because no changes were taken to change the operational amplifier circuit design of the dr board (printed circuit board). It was confirmed that the design of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.